Event description:
It was reported that during a lap nephrectomy procedure, a piece of the active blade fell into the patient during activation. It was retrieved and the procedure was completed with another like device. There was no patient consequence.